Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed and add gel / replace belt messages) has been confirmed. Upon investigation the electrode belt dn to rear cable was severed. The root cause for the severed cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages and damaged cable or wires exposed.